Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that there were little struts sticking out in the middle section of the stent. The procedure was completed with another 3.00x38mm synergy stent. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that there were little struts sticking out in the middle section of the stent. The procedure was completed with another 3.00x38mm synergy stent. No patient complications were reported and the patient's condition was fine.